Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: l4-5 and l5-s1 degenerative disk disease with radiculopathy. The patient underwent following procedures: l4-5 and l5-s1 facetectomy in addition to that necessary for interbody fusion. L4-l5 and l5-s1 posterior discectomies, l4-5 and l5-s1 posterior interbody arthrodesis l4-5 and l5-s1 application of biomechanical cages bone marrow aspirate from bilateral l4 , l5 and s1 pedicles, local autograft, l4-s1 segmental posterior instrumented spinal fusion, interpretation of fluoroscopy, electromyogram monitoring of bilateral lower extremities, screw stimulation of bilateral l4-l5 and s1 screws, use of spinal navigation. Patient underwent fusion using bmp. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.